Event description:
Complainant alleged that the medics responded to a call for a pt. Upon the medics' arrival, they found the pt pulseless and apneic, with bystander CPR in progress. The bystanders informed the medics that the pt had a significant cardiac history. CPR was continued, and a "quick look" with the device paddles revealed that the pt was presenting a course ventricular fibrillation (v-fib) heart rhythm. The pt was adminstered one 200 joules shock via the device paddles. The pt converted to an asystole heart rhythm. The pt was then intubated, CPR was continued and "one round of epinephrine was administered via "ett2mg". Epinephrine was circulated with CPR and the pt then presented a v-fib heart rhythm. The pt was shocked a second time at 200 joules via the device paddles, and once again was converted to an asystole heart rhythm. An IV was then established and CPR was continued. The pt was then paced at 140ma and at 80ppm, without heart rhythm capture. The pt was then moved to the ambulance with the device still attached, and with CPR continuing to be performed. Once inside the ambulance, the medics observed that the pt was again presenting a v-fib heart rhythm, and the pt was administered a third shock at 200 joules via the stat pads multi-function electrodes. Upon the administration of the shock, the medics heard a loud "pop" and a black burn was observed in the center of the pads. The device was then changed to competitive brand device and electrodes and "the code continued without change". The pt was shocked two more times without change. The pt was transported to the hosp and "pronounced dead soon after". The complainant indicated that the pt outcome was not a result of the reported malfunction.